Event description:
Patient transported from or to respiratory at 1402. Event occurred at 1735 while the patient was being suctioned. Patient exceeded high pressure limit due to coughing. Ventilator then shut off and re-started. It happened 2-4 times in between events. Last event the machine monitor stated to re-perform extended self test (est) after abnormal re-start. Ventilator replaced with new vent.